Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had several t-wave oversensing (twos) episodes noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.